Event description:
A healthcare professional reported rupture of implant diagnosed by mammogram. This record represents the unknown side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
A healthcare professional reported rupture of implant diagnosed by mammogram. This record represents the left side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as a surgical impact opening (shell thickness whiting to spec). Additional observations: non-penetrating nick observed on the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
A healthcare professional reported rupture of implant diagnosed by mammogram. This record represents the left side. Device has been explanted and replaced with a non-allergan device.